Event description:
It was reported that a tibial articular surface provisional shim instrument was found to be missing bearings during inventory before a case on an unknown date. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). A visual inspection of the returned item found it to exhibit signs of repeated use and have one of the bearing components disassembled / missing. The component was not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.